Event description:
It was reported that the subject device had a broken tip. The issue occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the device evaluation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the broken ceramic tip failure was confirmed. Based on the results of the investigation, the cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.